Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the lead underwent a thorough evaluation. A cathode coil fracture was confirmed. This could have caused or contributed to the reported clinical observations.

Event description:
It was reported that, at attempted implant, this right ventricular (rv) lead had high, out-of-range pacing impedance measurements. The lead was tested on a pacing system analyzer (psa) and the high measurements were confirmed. During psa testing, the pacing threshold also increased. The lead was not used and was replaced. No adverse patient effects were reported.